Event description:
The pump was returned for investigation. Investigation revealed a dim/faded and discolored display screen that was difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed a dim/faded and discolored display screen that was difficult to read. A test display was inserted for testing and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.